Manufacturer narrative:
The company service representative examined the system and was able to confirm/replicate the reported event. The company service representative found two (2) instances of system message (sm) [vacuum check failed ¿ unable to verify infusion pressure]. In the event log. The system failed fluidics system test. The nonconforming fluidics control printed circuit board (pcb) and the fluidics module were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The nonconforming fluidics control printed circuit board (pcb), the fluidics module were received, and a visual assessment of the returned samples found no visual nonconformities. The fluidics control pcb was installed into a calibrated system, where it was found to function as intended. The fluidics module was installed into a calibrated cataract system, and the reported sm displayed upon priming of the system. Further testing found that the beam load cell (irrigation pressure sensor) was nonconforming. The phaco handpiece was not returned. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to the nonconforming beam load cell (irrigation pressure sensor) in the fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the system was not aspirating. Additional information from the customer reported that the same experience occurred with the phacoemulsification handpiece and system advisories displayed during phaco and irrigation/aspiration.